Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting beep tones due to high out-of-range impedance measurements on a competitor's right ventricular (rv) lead. No adverse patient effects were reported. Surgical intervention was performed however a boston scientific representative was not present. All available information indicates that this device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.